Event description:
It was reported while using bd intima-ii y 24gax0.75in ss prn slm npvc foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the department of endocrinology reported that when the product package was opened, a blue foreign object was found in the hose.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 26-jul-2023 . H6: investigation summary : a device history review was conducted for lot number 3097321. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Our engineers noted that the returned packaging was open, and they were able to observe the reported foreign body on the device. The foreign body was blue and was consistent with the properties of a blue medical gloves. A comparison the retention samples for this lot was conducted, and no additional instances of this foreign material were identified. Due to the open nature of the packaging and the use of blue medical gloves during the manufacturing process our engineers are not able to definitively determine the root cause for this event.

Event description:
It was reported while using bd intima-ii y 24gax0.75in ss prn slm npvc foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the department of endocrinology reported that when the product package was opened, a blue foreign object was found in the hose.